Event description:
Contrary to 21-cfr-820.170, the MFR is unwilling or unable to provide installation documentation. MFR has been contacted in excess of 120 times by mail, email, fax, and usmail and to date has been unwilling or unable to supply installer info. Contrary to 21-cfr-820.170, the MFR is unwilling or unable to provide installation or instructions allowing the owner of their MRI machines, or service providers of same the ability to see if the scanner is performing within OEM specification. Specifications are removed from system and owners, operators, and other service providers are unable at any given time to confirm this machine is operating within safe limits. This exposes the pt to extreme safety hazards as the operator has no indication that the machine may be operating out of specification, out of power limits or if the power limit hardware is even working. Current standards require the customer, owner, service provider have the necessary installation ability to check quality assurance procedures to insure the machine is working in a safe and proper manner. Philips removed the ability to see if the qa is passing in software updates from 2001; thus for over 10 yrs, the OEM has not complied with 21-cfr-820.170. The MFR continues to delay providing required installation tools. Philips medical systems / attn: (B)(4).